Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic valve underwent a valve-in-valve procedure due to severe aortic stenosis and mild periprosthetic regurgitation. Implant duration of the pre-existing surgical valve is approximately 14 years, six (6) months. The tavr was performed with an edwards transcatheter valve. The procedure was successful.

Manufacturer narrative:
Additional manufacturer narrative: the device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. Without return of the device, we are unable to confirm the clinical assessment of stenosis and regurgitation. The device history record (DHR) review was completed. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Corrected data: expiration date: 31-may-2006, device manufacture date: 16-jul-2002.